Manufacturer narrative:
(B)(4). (B)(6). The device was not returned to baxter healthcare for further investigation and the serial number of the device is unknown, therefore, a device service history review and/or device history review were not performed. The cause is undetermined. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a patient passed away due to age associated cachexia coincident with automated peritoneal dialysis (pd) therapy. The exact cause of cachexia is unknown. The patient was not hospitalized prior to death. Treatment was not reported. The patient was performing pd therapy up until the time of death. The patient was connected to the homechoice device at the time of death. An autopsy was not performed. A death certificate is not available. There were no reports of peritonitis prior to the event of the death. No additional information is available at this time.